Event description:
Physician reported capsular contracture baker grade to be iii-IV. Additionally, physician reported pain and malposition "cranialisation" this relates to the right side. Device has been explanted and replaced.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., b.6., d.1., d.4., d.6a., d.9., g.1., g.3., g.4., h.2., h.4., h.6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to spec, deformation device and crease fold cloudy and air voids in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture unknown baker grade.

Event description:
Physician reported capsular contracture. Unknown side. Device remains implanted.